Manufacturer narrative:
Product ID neu_tlock_anchor, lot# unknown, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type accessory, product ID neu_tlock_anchor, lot# unknown, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type accessory, product ID 3998, lot# j0427775v, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4). Analysis of the lead model 3998, lot j0427775v, found the 0 conductor wire was broken at the weld on the 0 connector. The 4 conductor wire was broken at the weld on the 4 connector. All conductors were broken approximately 5.7cm from the proximal end on the 0-3 conductor leg. The 0-4 circuits were open. Analysis of the anchor model unknown lot unknown found no significant anomalies. There were suspected tool marks. Analysis of the anchor model unknown lot unknown found no significant anomalies. The molded track had been damaged. (B)(4).

Event description:
It was reported that the specify paddle tail fractured and there were high impedances. The lead was replaced, there was no patient injury, and the patient recovered without sequela. Additional review determined that this event was also reported under MFR. Rep. # 3004209178-2012-05758, 3007566237-2012-01202, 30075 66237-2012-01228 and 3007566237-2012-01229. All future follow-up for the patient's first incident of lead breakage will be conducted under this MFR. Rep. For the patient's subsequent incident of lead breakage, see MFR. Rep. # 3004209178-2010-05020.